Event description:
Medtronic received information regarding an imaging system being used in a cervical spine. It was reported that the health care professional (hcp) felt immediately inaccurate following the imaging spin. The hcp tracked multiple instruments, showing around 10mm inaccurate deep to the patient. The system was rebooted and 2 additional spins showed the same exact behavior immediately following the spins. The site ensured that the correct instruments were verified, no frame movement, and that they were not tracking any projections. There was less than an hour delay in the procedure when the hcp aborted the procedure. There was no impact on the patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The procedure was not aborted. The health care professional continued with the case. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine. It was reported that the health care professional (hcp) felt immediately inaccurate following the imaging spin. The hcp tracked multiple instruments, showing around 10mm inaccurate deep to the patient. The system was rebooted and 2 additional spins showed the same exact behavior immediately following the spins. The site ensured that the correct instruments were verified, no frame movement, and that they were not tracking any projections. There was less than an hour delay in the procedure. There was no impact on the patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and could not confirm the reported issue. The accuracy on both the imaging system trackers using the spine model were confirmed good. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine. It was reported that the health care professional (hcp) felt immediately inaccurate following the imaging spin. The hcp tracked multiple instruments, showing around 10mm inaccurate deep to the patient. The system was rebooted and 2 additional spins showed the same exact behavior immediately following the spins. The site ensured that the correct instruments were verified, no frame movement, and that they were not tracking any projections. There was less than an hour delay in the procedure when the hcp aborted the procedure. There was no impact on the patient outcome.